Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) system was explanted due to an infection. The patient was stable. No further information was provided from the field regarding a replacement system.